Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that approx one month after a stent graft was implanted at the venous anastomosis, the av graft thrombosed. Reportedly, the stent graft caused the vein to kink when the pt's arm was moved down. Treatment with an add'l stent was successful and the pt was reported to be doing well post-procedure.